Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hiaer main drawer 5 had a configuration issue and was not reading rows b and c, indicated a requirement for replacement of the board where the cubies were attached. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 5 did not read rows b and c due to row boards not detected on the bus. A field service engineer rebooted the system which performed a row board firmware upgrade and tested the drawer using hardware test application confirming proper functionality. The system functioned as intended after the field service engineer troubleshot the device.